Event description:
Pt is a 31-yr old male who was admitted on 1/30/1999 with a long history of diabetes mellitus and suffering from malabsorption syndrome. The admitting diagnosis was diabetic hyperosmolar lactic acidosis with renal insufficiency. During his admission a decision was made to implant a port-a-cath so he could receive a hyperalimentation at home. On 2/10/1999 at approx 2:30 p.m. The port-a-cath was implanted. Later that evening at about 11:30 p.m. The pt reported difficulty in breathing and chest pain. A chest x-ray was ordered which showed no pneumothorax. Shortly after the pt was without spontaneous respiration, coded and died. An autopsy was performed on 2/11/1999 which revealed a perforation of the superior vena cava by the distal tip of the port-a-catheter into the pericardial sac via a 0.3 cm laceration and an accumulation of approx 200 cc of fluid.